Event description:
The distributor reported that an exeter stem had fractured.

Event description:
The distributor reported that an exeter stem had fractured.

Manufacturer narrative:
Visual examination of the returned exeter stem confirmed that the stem is broken approximately 72mm from the distal tip of the stem. The distal section is very damaged with big scratches that must have occurred during the explantation of the device. The exeter stem broke in fatigue with the final fracture occurring from an overload condition in a ductile manner. Eds analysis showed no material or manufacturing defects were observed during material analysis. A review of the provided medical records and xrays concluded that the distal stem fracture was caused by an adverse mix of predominantly procedure-related factors. Device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that distal stem fracture was caused by an adverse mix of predominantly procedure-related factors (cement technique and deep cup placement) in combination with some further aggravating factor (varus curve in the femur) that can either have a patient-related or procedure-related root cause. There is no evidence for device related factors in this case as was also shown in the materials analysis report that confirmed the stem fracture through fatigue in an overload condition while no materials or manufacturing defects could be shown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.